Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one endo gia* ultra universal 12mm single use instrument (r/c: egiaustnd), lot p4k0858x, and one endo gia* universal roticulator* 30-3.5 single use loading unit (r/c: 030452), lot n4k1464kx, both opened by the customer. This evaluation was based on a medical and technical review of all data received from the customer, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product, and an evaluation of the returned devices. Visual inspection of the instrument found no abnormalities. The instrument firing knobs were retracted, and the articulation lever was in the neutral position. Visual inspection of the cartridge surface of the loading unit noted that it was received fully fired. Two properly formed staples were observed on the distal cartridge surface with one staple adhered to the cartridge surface and another within the opening of the knife slot between the cut line and 1cm cut line (photos 2 and 4). Engineering evaluation of the loading unit confirmed the presence of two properly formed staples on the distal cartridge surface and confirmed staple strikes within the anvil pockets indicating staples were deployed from the cartridge and made contact with the anvil pockets for staple formation (photos 7, 8, and 9). Additionally, all staple pushers were observed to be advanced, and the sled was fully advanced inside the cartridge assembly indicating a complete firing (photos 2, 4, and 6). Functionally, the instrument was loaded with a pmv representative straight (r/c: 030414) and a roticulator* (r/c: 030459) loading units. The instrument successfully, clamped, cycled fully, opened and unloaded repeatedly without difficulty. The loading units were loaded into the subject instrument for functional testing. The loading units were cycled without hesitation or binding. Functional testing confirmed the safety interlock feature successfully prevented the loading units from cycling again. A review of the device history records for lot p4k0858x and n4k1464kx indicates each device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
Procedure type: laparoscopic bowel resection on (B)(6) 2015. According to the reporter: the stapler was used to staple across a portion of the bowel. The stapler partially fired half way across. The procedure had to be converted to an open laparotomy and was completed using suture. No reinforcement material was used. There was no unanticipated tissue loss or tissue damage. There was no bleeding in excess of 500cc. The case was extended by more than 30 minutes due to the device problem. The patient did have an extended hospital stay as the procedure was converted from a laparoscopic procedure to an open procedure.

Manufacturer narrative:
(B)(4). Date sent: 04/30/2015.